Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09661. 0001825034 - 2017 - 09662. Concomitant products: 163638, 28mm cocr mod hd +6mm no skirt, lot 560950. Ep-200152, act artic e1 hip brg 28x46mm, lot 137810. 110017107, g7 finned 4 hole, shell 60g, lot 3737145. 110024465, g7 dual mobility liner 46mm g, lot 718460. 192114, echo por fmrl lat nc 14x150mm, lot 258230. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had an articulating component swap to address infection. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.